Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3. E1:patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing as stated insulin did not exit with plunger push. No further information available.